Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient on chronic anticoagulation had a serious retroperitoneal bleed after and was indicated for vena cava filter placement. The right groin was prepped and draped and the right common femoral vein was accessed. Venacavogram demonstrated a widely patent ivc and the filter was successfully deployed below the renal veins. The patient was hemodynamically stable at the conclusion of the procedure. During an appointment at a coagulation clinic approximately seven years six months post filter deployment, the patient stated her filter was not removed and that she was told the filter was "occluded with clot". Approximately seven years ten months post filter deployment, the patient presented to a vascular surgery clinic for evaluation of possible ivc filter removal and was scheduled for CT scan. CT scan of the abdomen and pelvis performed approximately one month post evaluation, demonstrated an ivc filter present. Approximately eight years post filter deployment, patient returned to vascular surgery clinic. Review of the CT scan demonstrated likely representation of an occluded inferior vena cava. Metal struts were also noted extending beyond the caval wall; however, there was no injury to the surrounding structures and the patient did not have any clinical symptoms attributed to the filter. Therefore, the decision was made to not attempt percutaneous filter retrieval. Should the patient become symptomatic, the patient will be re-imaged and be considered for an open operation. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava was successfully deployed below the renal veins. Approximately eight years post filter deployment, review of the CT scan demonstrated what most likely was an occluded inferior vena cava with metal struts extending beyond the caval wall. Based on the medical records provided, the investigation can be confirmed for filter limb perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU; perforation of other acute or chronic damage of the ivc wall; caval thrombus/occlusion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately eight years post filter deployment, CT scan performed prior to possible ivc filter removal demonstrated metal struts extending beyond the caval wall; however, the patient did not have symptoms attributed to the filter. Therefore, the decision was made to leave the filter in place. No additional information was provided in the medical records received.